Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported local infection could not be determined. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per instructions for use (IFU). The mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use. Additionally the IFU states: the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. It should be noted that the culture analysis was (B)(6). This type of infection can occur with manual compression. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported to the aci sales professional on (B)(6) 2010 that a (B)(6) female patient with a history of cancer and chemotherapy underwent a coronary intervention (exact date unknown). There was no information provided regarding the procedure or the mynx closure. It was reported that 10 days post procedure, the patient returned to the hospital where a surgical incision and drainage ( I & d) was performed to drain a reported abscess at the right groin. A vessel repair and debridement of the infected tissue was performed. A venous patch was used to repair the infected area of the artery. A culture tested (B)(6) for (B)(6). It was reported that the infection was isolated to the tissue tract and not a systemic infection. The patient was put on IV antibiotics and hospitalized for one week. Discharge date is unknown. No further information was provided.